Event description:
Litigation papers state pt has suffered pain, swelling, inflammation, and damage to the bone and tissue surrounding the asr products that were inserted during the hip replacement surgery; she may require revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.